Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge load issue was verified. However, as the used cartridge was not returned, the reported o-ring issue could not be verified.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer's blood glucose (bg) was recorded as high. Customer's parent assisted with addressing elevated bg by administering an insulin injection and monitoring customer. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.